Manufacturer narrative:
No button error alarm noted during testing. The insulin pump had no button response due to corroded keypad traces. Analysis was unable to test for battery out limit alarm due to no button response. The insulin pump had scratched display window and moisture damage on lcd board. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on (B)(6) 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
The customer reported via phone call that they received a button error alarm right after the insulin pump got exposed to moisture. The customer also reported that they received a battery out limit alarm as well. The customer's blood glucose was 159 mg/dl at the time of incident. The customer was advised that the insulin pump will need to be replaced. The customer was advised to revert to back-up plan. The insulin pump will be returned for analysis.